Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse concluded that the cause of the lid falling down onto the operator's hand was due to faulty gas springs (gas struts) on the lid assembly. He removed and replaced the gas springs, and tested the lid assembly. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
An operator of an immulite analyzer was injured when the main cover of the analyzer fell down and caused a puncture wound to his hand. First aid was administered by a doctor within the lab, who dressed the wound. The operator did not seek further medical attention at the emergency department.